Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the time of the call. It was note fluid leaked from the pump module area and fluid was discovered on the external of the cassette. Fluid was noted to be leaking from the cassette door. Fluid leaked from unknown location of the cassette it was noted m31 air detected in cassette warning messages occurred during fill 1 of 4 of treatment and prior to the leak. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) regarding treatment. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was completed and as they opened the cassette door. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during step 9 remove cassette of treatment. The patient was not connected during the time of the call. It was note fluid leaked from the pump module area and fluid was discovered on the external of the cassette. Fluid was noted to be leaking from the cassette door. Fluid leaked from unknown location of the cassette it was noted m31 air detected in cassette warning messages occurred during fill 1 of 4 of treatment and prior to the leak. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) regarding treatment. Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was completed and as they opened the cassette door. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using continuous ambulatory peritoneal dialysis (capd) the following treatment. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.